Event description:
The deployment slider is stuck after the first deployment. T1 remains in the patient unsupported.

Manufacturer narrative:
The device was returned without any implant or suture. As described the actuator was stuck in the forward position. It was also observed that the needle was significantly bent at the diameter transition. To see if the bending contributed to the sticking of the actuator, the needle was gently bent back to its normal position. Immediately, the actuator snapped back to its normal return position. Several more actuations were made and each time, the actuator returned as intended. The bending of the needle during use caused the actuator to become stuck in the forward position. There is no root cause related to the manufacture of the device. (B)(4).